Event description:
It was reported that the insulin pump alarmed button error. The reporter did not know the blood glucose reading. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The unit was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. The unit was received with minor scratches on the liquid crystal display window and with a cracked case at the display window corners.